Event description:
Covidien received info that, during patient use, the ventilator's compressor became inoperative. There was no harm to the patient reported.

Manufacturer narrative:
Covidien reference (B)(4). The user facility stated that the reported event could not be duplicated.